Manufacturer narrative:
Correction to describe event or problem: please note that the complaint was being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged tactile issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the device was returned to the manufacturer and was investigated by product analysis on 19 sep 2017 with the following findings: on investigation, the keypad was intact and without damage. On testing, all keypad buttons demonstrated normal response. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. Investigation did not duplicate the alleged tactile issue and the pump was found to be operating as intended without malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced blood glucose (bg) of 250 mg/dl with symptoms of polydipsia and polyuria associated with an alleged tactile issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During trouble shooting with customer technical support (cts), it was revealed that the ok button was over responsive and there was an under delivery of insulin. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an alleged tactile issue.